Event description:
During a feeding tube placement, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that] the silicone feeding tube of the peg was accidentally pull out at midnight (B)(6) 2023, and the head [bolster] of the feeding tube partially left in stomach. Emergency ot has been done for removal of retained parts and gastric wall repairing. A section of the device did not remain inside the patient¿s body. The patient required emergency ot for removal of retained parts and gastric wall repairing due to this occurrence. According to the initial reporter, the patient did not experienced additional surgery due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we can see that the bolster has detached from the distal tip of the tubing. We can also see in the photos that the bolster appears to have been torn off with a red substances still on the bolster and tubing. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The subassembly lot number associated with the feeding tube/bolster was reviewed and a discrepancy or anomaly was not observed with the product that was released for manufacturing. The iqc records were pulled for the associated raw material lot which is tensile tested during inspection. The lot passed tensile testing indicating the product was conforming. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.